Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about low blood results. Customer normally reads between 170-180mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the lowest result in memory (77) and the normal result (180) is located in zone c. No adverse event reported.